Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine that experienced unspecified ultrafiltration (uf) issue during a patient¿s hemodialysis treatment. The patient reportedly experienced hypotension as a result of the ultrafiltration issue. The patient reportedly completed treatment on a different machine, with no blood loss reported. Upon follow-up, it was learned that the machine was serviced by a fresenius (B)(4)technician, who confirmed the uf volume was verified and was in the correct range of operation. It was reported that when the machine was used for hemodialysis treatment, the uf volume was monitored to avoid additional patient hypotension. It was confirmed that no parts were available for return. Additional patient and machine information was requested, but was not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). It was reported that the machine was serviced by a fresenius mexico technician, who confirmed the ultrafiltration volume was verified and was in the correct range of operation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.